Event description:
Saluda representatives were notified that a full system explant occurred.

Manufacturer narrative:
Additional information: section b5. Event description. Section d6b - explantation date. The device was explanted and disposed unavailable to saluda for analysis.

Event description:
The saluda representatives confirmed the patient¿s pain at the closed loop stimulator (cls) implant site has not resolved. The patient has been administered an injection and topical ointment. Additional intervention and further evaluation may be completed to resolve the patient¿s symptoms.

Manufacturer narrative:
Additional information: section b5: event description.

Manufacturer narrative:
The device remains implanted. Without a returned device, a definitive root cause for the patient's pain is not able to be determined. The evoke scs system surgical guide lists the following potential risks: "the risks associated with the implantation and use of a spinal cord stimulation system include: persistent post-surgical pain at hardware implantation sites... The patient may require surgery (including revision, explant, and replacement) as a result of any of the above.". In this case, the patient has tried topical ointments and may move to more surgical efforts to reduce the pocket pain.

Event description:
During a 3 month follow-up, a patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the closed loop stimulator (cls) implant site. The patient reports that the pain increases with pressure applied to the cls implant site, including charging the system. The physician has identified scar tissue below the cls pocket from a prior hip surgery that is the likely cause of the patient¿s pain. The physician confirmed no signs of infection or open wounds. The patient was reprogrammed to reduce the charging burden. Ketamine ointment and topical ointments were provided. Additional interventions are being considered, including cluneal nerve radio frequency and glucose injection to the cls site.